Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The system would complete the x and y axis; once the imaging system attempted to move in the lateral direction, the program would stall. The plugs and controllers were disconnected and reconnected and the issue was resolved. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, outside of procedure, the site could not obtain the home position for the gantry. A site representative prompted to home the gantry of the imaging system but the task could not be completed. It was noted that the gantry would move when prompted by the user. There was no patient present when this issue was identified.

Manufacturer narrative:
Review of this event and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.